Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Electrolube is not provided by intuitive surgical and is not suggested in the tip cover accessory or monopolar curved scissors instructions for use. The use of electrolube with the monopolar curved scissors has not been validated by intuitive surgical.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) tip cover accessory came off of the mcs instrument and fell into the patient. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the nurse manager and obtained the following additional information: the nurse manager stated that he called the clinical sales representative (csr) because he wanted to know what would cause the mcs tip cover accessory to fall. The nurse manager did confirm there was a procedure where the tip cover accessory fell off into the patient as they were removing the instrument from the port. It was confirmed the mcs tip cover accessory was retrieved, and the nurse manager informed that they placed it back onto the monopolar curved scissor (mcs) instrument to re-use. The instrument and tip cover were inspected prior to use. A lap device was then used to remove the item. No instrument collision was observed nor did the surgeon experience any issue with the functionality of the mcs instrument while in use. The staff did not feel any resistance upon removing the mcs instrument. The nurse informed the tip cover accessory appeared to be properly installed during the procedure. It was confirmed that no reducer was used. However, the nurse confirmed electrolube was used on the tip cover. The nurse manager confirmed the procedure was completed robotically.